Event description:
The physician reported the trailing haptic broke off and became stuck in the insertion cartridge during delivery. The surgeon enlarged the incision and removed the intraocular lens without difficulty. Another lens was implanted.

Manufacturer narrative:
During a retrospective review of reports it was determined this event met the criteria for adverse event reporting. The lens was received with two detached haptics. Based on the description of the event, it appears the lens was incorrectly placed in the cartridge prior to insertion. While we were unable to definitively determine the origin of the damage, our investigation reasonably suggests it is not manufacturing related.